Event description:
A report was received that the patients ipg had tilted and would not charge. The patient underwent an ipg revision procedure wherein the pocket was moved. The patient was doing well postoperatively.